Event description:
Event description guidant received information from the patient that a lung was punctured during the implant of this lead 3 months ago. The patient has recovered. Today, the patient called technical services to discuss an advisory on the pacemaker that was implanted on the same day. The patient indicated the doctor did not tell him about the advisory, he found out from his daughter.